Manufacturer narrative:
Approximate age of device - 0 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. During tunneling of driveline a piece of the black tunneling bullet on the heart mate 3 (hm3) broke off inside the patient. The piece of the tunneling bullet was retrieved and driveline continued to be funneled. No adverse events noted. No additional information was provided.

Manufacturer narrative:
The report of a piece of the tunneling bullet breaking off was confirmed via the evaluation of the submitted image. The submitted image depicted a tunneling adapter with one of the leaflets broken off. The broken piece was observed next to the tunneling adapter. A specific cause for this event could not be conclusively determined; however, based on previous complaint history, this appears consistent with the leaflet being bent away from the central axis, ultimately leading to failure. There is no product available for investigation. The patient remains ongoing on the left ventricular assist device and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.